Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that there were air bubbles in the reservoir and that the reservoir needle was bent. The customer's blood glucose level was unknown. The caller was informed that the items would be replaced, and to return the malfunctioning products back for analysis.

Manufacturer narrative:
Inspected 1 opened/used reservoir performed pre-fill reservoir test. The reservoir failed per inspection found reservoir transfer guard needle occluded. Also performed a visual specification and found transfer guard needle center off.